Event description:
On (B)(6) 2025 the user's caregiver reported that the user experienced hypoglycemia with blood glucose (bg) levels of 51 mg/dl following multiple meal announcements requiring medical intervention. Ems transported the user to the hospital where they were treated with oral carbohydrates, intravenous fluids, and insulin injections. They were discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.